Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced a shortness of breath after having a knee surgery. Imaging did not show abnormalities and the doctor did not know the cause of the issue. The patient did not want to try reprogramming of the device. The physician decided to replace the device. Follow-up indicated that the issue has not reoccurred.